Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), sweating, and dizziness. Reportedly, the customer required assistance from school nurse to treat bg level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.